Event description:
A caller reported an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the caller was able to successfully start a new sensor session after following this procedure.